Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing was performed and passed successfully with no issues relating to the reported condition. The reported condition was not verified. The device was received for evaluation.

Event description:
It was reported that under-infusion was observed with a small volume infusor. The device was filled with albumin and sodium chloride. The reporter stated that the infusion time was 4 days, but after 4 days solution remained in the pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.